Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 489 mg/dl. At 5:30am, the customer's blood glucose went down to 354 mg/dl. The pump only recommended the customer 3.2 units and her blood glucose was at 329 mg/dl. The customer changed the set and the cannula was not bent. The customer declined to troubleshoot for high readings.